Event description:
Child was monitored by spo2 sensor. Twice there was an erroneous alarm, which was stopped by the nurse. Afterwards, no more alarms. During a control visit, the nurse found the child without life in the bed. During reanimation, there were no signs of heart frequency and oxygen saturation visible on the screen. Injury: heavy hypoxic handicap after reanimation. The monitor and the spo2 sensor were already sent by the complainant.